Event description:
A complainant reported that a patient with acute myocardial infarction and cardiogenic shock was placed on impella cp for hemodynamic support. During support it was reported that the patient had experienced leg ischemia that began during/after introducer insertion. A senior doctor checked position and leg perfusion(fem.-fem bypass). It was noted that the pump ran without problems on p-6, however higher p-level was not possible due to suction alarms. Discussions of escalation to bipella were had however, not an option due to patient overall bad conditions and bad prognosis. Additionally the patient had a early onset of sepsis, as a result of that extravasal volume shift and suction alarms. Ultimately care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿